Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc sling system on (B)(6) 2006 with the intention of treating her pelvic organ prolapse (pop) and stress urinary incontinence (sui). It was alleged the plaintiff "suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, additional surgery and other injuries." It was also alleged the plaintiff experienced "disability, mental anguish," "bladder spasms, continued urinary incontinence, other injuries," "significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.